Event description:
A consumer called to report that consumer is experiencing what consumer describes as movement (oscillation, quivering) of consumer's intraocular lens (iol) following cataract surgery resulting in visual shimmerings. More info is being sought from the implanting surgeon.